Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain. The breach in aseptic technique was described as patient made an unspecified mistake. The patient was hospitalized for the event and was discharged three days after. On an unreported date, the patient was treated with vancomycin injection (1g, start dose, intraperitoneal, frequency and duration were not reported), amikacin injection (100mg, intraperitoneal, one bag per day, ongoing and duration was not reported), meropenem injection (1gm, intraperitoneal, one bag per day, ongoing and duration was not reported) and linid injection (600mg, intraperitoneal, for 5 days and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient has been re-trained for proper aseptic technique. No additional information is available.